Manufacturer narrative:
The customer thinks the problem was solved when the measuring cells were changed by the fse. Based on the information available for investigation, a specific root cause was not identified. Discrepant high results for this type of assay are typically caused by carryover which can be caused by the sample, maintenance or pre-analytics. The root cause may be related to the sample itself or a defective measuring cell since there was a single discrepant result.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for troponin t hs (high sensitive) ¿ troponin t hs on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The initial troponin t hs result was 72.94 ng/l. A few hours later a new sample was obtained and the result was 11.82 ng/l. The original sample was repeated on (B)(6) 2017 and the result was 12.86 ng/l. The repeat results are believed to be correct. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 195500. The expiration date was not provided. The customer indicated that quality control (qc) results were fine and generally stable. Pinch tubing is changed each month. The customer only performed liquid flow cleaning every 2 weeks when it should be performed each week for the types of tests they are running. The field service engineer (fse) visited the customer site and checked the instrument. Measuring cells and tubings were replaced. A high voltage adjustment was performed along with blank cell calibration. Fluidics and pressure were ok. Instrument performance testing results were acceptable. Since the service visit, the customer has not had any additional issues.